Manufacturer narrative:
Patient information was not made available from the site. On 02/10/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/02/2016 software investigation completed. Software engineer findings are that there were no issues with navigation. Software is functioning as designed. Not a failure. No software anomaly. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic ear, nose & throat (ent) representative reported a patient death as a result of complications suffered during a cranial tumor resection procedure. The doctors in the procedure were an ent surgeon and a neurosurgeon. The surgery was performed endoscopically and utilized ent software on a navigation system. It was reported that the ent surgeon performed an accurate registration and successfully navigated instruments throughout his portion of the procedure without any issues. The medtronic representative was informed by a hospital employee that the complication occurred shortly after the neurosurgeon proceeded with his portion of the surgery. The medtronic representative was told that a vessel was compromised which led to a sequence of events resulting in patient death. The medtronic representative was also informed that the patient undergoing surgery was known to be a high-risk case and a crash cart was placed in the room on the (B)(6) as a measure of precaution. The hospital employee stated that she had asked the ent surgeon if the complication during the procedure had anything to do with navigation to which the surgeon responded "no". The medtronic representative followed-up with the neurosurgeon who also stated that he did not have any concern about his navigation experience during the procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient sex now provided.